Event description:
The pump was refilled on (B) (6) 2009 with baclofen 1000 mcg/ml. The daily dosage was 45 mcg/day. The pump was not refilled for 5 months due to the patient not showing up for scheduled appointments. On (B) (6) 2010, the patient was seen in clinic for a pump refill. After the pump interrogation, a pump memory error and a low reservoir alarm message were displayed. The pump reservoir volume was noted to be 68.7 ml on the pump logs. The pump was refilled. It appeared to be working fine afterward. There was no patient injury or death associated with the event. The patient was ok. The patient was scheduled to be seen in clinic on (B) (6) 2010. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).